Manufacturer narrative:
The picco catheter was not returned for investigation. Tests performed on catheters from the same batch did not reveal any non-conformity that could contribute to a higher risk of thrombosis with picco catheters. In addition haemocompatibility test could exclude that a potential thrombogenicity of the involved disposables (dilator, guidewire, catheter), which could contribute to an increase of the risk of thrombosis, is present. The instructions for use (IFU) have several indications about the risk of thrombosis and embolism. The IFU indicates precisely how control of the perfusion should be performed when catheter is placed. The conclusion is that there were no malfunctions, failures or changes in the characteristics or the performance or an inadequacy in the labeling or the instructions of the medical device that has contributed to the reported thrombosis. The incident is considered as a known complication of arterial cannulation. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database. See scanned page.

Event description:
It was reported that after 3-4 days of placement of a picco catheter in a brachial artery of a patient for haemodynamic monitoring, thrombosis formation was noticed in brachial artery which required a thrombectomy. The final patient outcome was no injury. (B)(4).